Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 18-mar-2020. The most recent information was received on 30-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('joint and sometimes muscular pains') in a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced musculoskeletal pain (seriousness criterion medically significant), memory impairment ("memory problems"), fatigue ("fatigue") and depressed mood ("depressed mood"). At the time of the report, the musculoskeletal pain, memory impairment, fatigue and depressed mood had not resolved. The reporter provided no causality assessment for depressed mood, fatigue, memory impairment and musculoskeletal pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 18-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('joint and sometimes muscular pains') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced musculoskeletal pain (seriousness criterion medically significant), memory impairment ("memory problems"), fatigue ("fatigue") and depressed mood ("depressed mood"). At the time of the report, the musculoskeletal pain, memory impairment, fatigue and depressed mood had not resolved. The reporter provided no causality assessment for depressed mood, fatigue, memory impairment and musculoskeletal pain with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.